Event description:
A customer reported to baxter (B)(4) that on several occasions they have been unable to get intravenous (IV) medication or albumin to flow through the onelink connector attached to a peripheral intravenous site. When they removed the connector and attached the IV hub , the IV did flow. The event occurred during infusion; however, there was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.